Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pump stop events, including a pump stop associated with loss of power to the left ventricular assist device (lvad); however, a specific cause for the pump stop events could not be conclusively determined through this evaluation. Review of the submitted log files found that the controller and lvad timestamps were invalid. The controller clock corrupt alarm was active, then cleared as the time was set to (B)(6) 2025. Based on the timestamps, it was estimated that power to the controller and pump had been completely depleted around (B)(6) 2024, which would have caused the pump to stop due to loss of power to the pump. Approximately 5 seconds of events were also captured with the lvad stopped approximately 4 days prior to the controller clock being set to (B)(6) 2025. However, a specific cause for this pump stop could not be conclusively determined, and the lvad started without issue. The system otherwise appeared to be operating as intended at the set speed, and there were no other notable findings. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 7 ¿alarms and troubleshooting¿ explains system alarms and the recommended actions associated with them. Section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). The heartmate 3 lvas patient handbook is currently available. The patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms and the proper actions associated with them. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a pump stop event had occurred. The timing, duration, and cause of the event were not clear due to the system controller clock resetting. An inaccurate time stamp was created, the time stamp read (B)(6) 2000. The event log files were reviewed, and the pump stop was captured at the beginning of the data capture. The driveline was connected to the system controller, and the ventricular assist device (vad) parameters appeared to be baseline, due to the inaccurate time stamp, system controller clock corrupt events were occurring. Technical services stated that this event occurs when the 14v batteries and the emergency backup battery (ebb) was depleted. The clock was synced on (B)(6) 2025 at 22:35.